Manufacturer narrative:
(B)(6) final report. Additional information, including device details, post primary and pre revision x-rays and the explanted devices was requested in order to progress with this investigation. Unfortunately these details were not provided and thus there was only very limited information available for the investigation. The device details were not provided and therefore the device manufacturing records could not be identified or reviewed. The explanted devices were not returned to corin for examination. Based on this, corin now consider this case closed, however, should any additional information be provided then this case may be re-opened for further investigation.

Event description:
Cormet revision after approximately 7 years.

Manufacturer narrative:
Per -(B)(4) initial report. Additional information, including device details, post primary and pre revision x-rays and the explanted devices has been requested, and if received, will be provided in a supplemental report upon completion of the investigation. Upon receipt of the appropriate device details, the relevant device manufacturing records will be identified and reviewed.

Event description:
Cormet revision after approximately 7 years.